Manufacturer narrative:
Currently, it is unknown to what extent if any the device may have caused or contributed to the reported event. Based on the medical records provided a small bowel perforation occurred two days post implant of the bard composix mesh, however the details provided indicate that the area of perforation was separate and away from the area of where the composix mesh had been placed. With the information provided no conclusion can be made. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2003 - the patient was diagnosed with stress urinary incontinence and a grade 3 cystocele. The patient underwent a pubovaginal sling procedure with bone anchors and anterior repair of cystocele and cystoscopy with implant of a non-davol mesh and a non-davol transvaginal anchor system. On (B)(6) 2003 - the patient was diagnosed with vaginal vault prolapse and a large enterocele. The patient underwent a cystoscopy and sacral colpopexy with implant of a bard davol composix mesh. Operative dictation notes "there was a significant amount of adhesions and the small bowel was tacked up to the lower portion of her incision" and "one small serosal enterotomy was made." No leakage of bowel contents was noted from the serosal enterotomy. On (B)(6) 2003 - patient was taken to the or for sudden onset of severe abdominal pain. The patient underwent exploratory laparotomy, lysis of adhesions and small bowel resection. During exploration it was discovered that the patient had a small bowel perforation. Operative dictation notes "it was found upon entering there was a fascial dehiscence noted prior to removing the fascial stitches and there was an abscess pocket in the left side of the abdomen. There was noted to be an area of small bowel that was inflamed with an area that was perforated." During this procedure the physician indicated "this area (bowel injury) was separate from the area that had been previously repaired by the urologic team. It was approximately 4cm away from that site and not related to the repair."